Event description:
The manufacturer received information regarding a everflo q. The patient alleged to be hospitalized in ICU at 120 due to shivering and turning purple all over his body, after more than ten minutes of using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. H3 other text : device not returned to the manufacturer.